Event description:
It was reported that a lead integrity alert (lia) was triggered due to oversensing and noise on the right ventricular (rv) lead. It was later reported that the pace/sense pin was found to be loose.the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Sensing - oversensing: 2 - ventricular nst=210 ms on (B)(6) 2012 19:20:45 and (B)(6) 2012 07:00:18. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2012 07:00:20. The proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on several conductors (not obstructed). The outer tubing overlay exhibited cosmetic environmental stress cracking and the outer insulation exhibited a cosmetic depression.